Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient indicated that the alleged issue started on an unspecified date/time a few weeks prior to contacting lfs on (B)(6) 2010. As a result of the alleged issue, the patient claimed that she developed a symptom of being "unable to wake up." Also, due to the alleged issue, the patient claimed that she was hospitalized. The patient's blood glucose was reportedly tested on an ER/hospital meter and a result of "670 mg/dl" was obtained. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient actually lost consciousness, what date/time the symptom developed, what date/time she was hospitalized, what date/time the result of "670 mg/dl" was obtained, and what actions the patient took before the symptom developed. In addition, it would have been helpful to know what the patient's last meter reading was before the alleged issue began, what date/time the alleged issue began, how long she was hospitalized for, and what treatment (if any) the hospital administered. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of not being able to wake up and was hospitalized because of the alleged issue began. The patient also claimed that the hospital tested her blood glucose and obtained a result exceeding "500 mg/dl" after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.